Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit erbe when trying to apply monopolar energy. The customer replaced the monopolar instrument and ensured that no other energy source was near it but the issue persisted. The technical service engineer (tse) confirmed the error in the logs and advised the customer to power cycle the erbe generator. The customer did so but the issue persisted, the customer continued with bipolar energy only. The procedure was completed with no reported injury. On (B)(6) 2025, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system functionality was checked when it was powered on without any errors. During the procedure, the technician was notified, and the generator was replaced.

Manufacturer narrative:
During power-on test, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The generator will be returned to the original equipment manufacturer. Root case is attributed to the electrical errors on the generator.

Event description:
Refer to h11 for follow-up information.